Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient felt possible wall stimulation and had high threshold and no capture on their right atrial (ra) lead. The physician was also unable to identity atrial sensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.